Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a feeding pump. The customer reports the battery overheated and melted through the battery door.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.